Manufacturer narrative:
(B)(4). The device history review for the product taut introducers 10/b x 7.5 fr x 3.5, lot # 73h1600183 investigations did not show issues related to the complaint. The device investigation report has not been submitted at this time. The manufacturer will continue to monitor and trend related events.

Event description:
The diaphragm was pushed through and it fell into the patient but was retrieved immediately. There was no patient injury.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit pi-93 taut introducers 10/bx 7.5 fr x 3.5 for investigation. The customer returned four parts: the check valve, the intraducer stylet, the catheter hub, and a catheter that is not a component of the taut intraducer. However, the customer did not return the protector sleeve. The returned devices were visually examined with and without magnification. Visual examination of the returned devices revealed that they appear typical. All of the returned components appeared to be fully intact. No defects or anomalies were observed. (B)(4). Functional inspection was performed on the returned sample. The check valve was connected to the needle hub. Then, the stylet was inserted through the catheter hub and into the intraducer catheter. There were no issues observed with the assembly. All of the parts were secured in place. Next, the stylet was removed from the intraducer catheter and the check valve was removed from the needle hub. The check valve was then attached to the catheter hub. The returned catheter that is not a part of the taut intraducer was fed through the check valve and intraducer catheter. The catheter was able to pass other remarks: through with no issues. All of the components that were returned were able to function properly. The IFU for this product, l03610, was reviewed as a part of this complaint investigation. The IFU states, "insert the intraducer assembly through the abdominal wall using a continuous, controlled, slow , forward motion. Under direct visualization using the laparoscope, penetrate the peritoneum until the catheter tip is just visible within the peritoneal cavity." "Immediately upon entry into the peritoneal cavity, hold the intraducer in place and withdraw the needle completely. Remove check valve from needle hub and reinstall on intraducer catheter hub." A corrective action is not required at this time the reported complaint could not be confirmed based upon the information provided and the sample received. No issues were found with the returned sample. The reported complaint of "fell apart" was not confirmed based upon the sample received. The customer returned four parts: the check valve, the intraducer stylet, the catheter hub, and a catheter that is not a component of the taut intraducer. However, the customer did not return the protector sleeve. Upon functional inspection, all of the pieces that were returned were fully intact and able to securely connect to one another. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned devices. No further action will be taken.

Event description:
The diaphragm was pushed through and it fell into the patient but was retrieved immediately. There was no patient injury.